Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) b5: describe event or problem ¿ additional d9: device availability ¿ additional g3: date received by manufacturer ¿ additional h2: additional information /device evaluation h3: device evaluated by manufacturer ¿ additional h6: event problem and evaluation codes ¿ additional

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and pass. Nordic bluetooth pairing test was performed and pass. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.